Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had infection. Unknown if the patient was on intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had infection. Unknown if the patient was on intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service. Additional information received indicates that the right atrial (ra) lead was no longer active due to infection with sepsis. There were no additional adverse patient effects reported. All available information indicates that the ra lead was explanted.